Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 480 mg/dl. The doctor at the hospital felt that the insulin pump was the cause of the high blood glucose levels, and requested a replacement. Nothing further was reported.